Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 23, 2022. Explant was performed on (B)(6) 2022. Reason for device explant and/or reoperation: device migration. The mentor failure analysis lab received the device for evaluation on july 11, 2022. The analysis has begun but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. The identity of the device, previously reported as unknown, was identified with receipt of the device. The device is a 700cc mentor memorygel breast implant, catalog #3507004bc, lot #9587089. A manufacturing record evaluation was performed for the finished device 9587089 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and experienced device migration (unknown side) postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted.